Manufacturer narrative:
Evaluation findings of fiber tip detached. A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there was no exposed glass tip, with part of the jacketing extending past the glass fiber. The fiber jacket near the distal tip was charred and warped. Examination under magnification revealed that the pattern on the tip face was consistent with a fracture. This indicated that the tip or portion of the tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the laser fiber was recognized by the laser unit. The aiming beam was bright, clear, and scattered with an effective transmission of 80.7%. The charred and warped jacketing at the distal tip confirms the reported event fiber degraded. However, there isn't enough information to determine a probable root cause for the tip detaching. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used on an unknown date. Reportedly, the laser fiber had a burnback issue. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.